Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an app crash alert was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed.